Event description:
The customer states that one patient sample (a) generated an architect tsh assay result of 2.78 uiu/ml. A second sample (b) generated a result of 4.47uiu/ml. The following day the initial sample (a) was tested in a replicate of four and generated values in the range of 5.20 to 5.49 uiu/ml. The second sample (b) was retested in a replicate of five with values ranging from 4.69 to 5.44 uiu/ml. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
No returns were available from the customer site for this evaluation. Accuracy testing was performed using a retained in-house reagent pack of lot 40905ui00. Quality control and panel samples were evaluated on one architect isystem analyzer. All validity and acceptance criteria were met, indicating acceptable performance of this lot of reagent. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect tsh assay package insert and the architect system operations manual contain information to address the current customer issue. Based on the information from the customer site as well as the results of this investigation, there is no indication that the architect tsh assay lot 40905ui00 is not performing as expected. There is no evidence to reasonably suggest a product malfunction occurred.